Event description:
It was reported by the affiliate that a pt underwent an operation for stress incontinence with tunica vaginalis testis in a minimally invasive procedure. At the same time a laparotomic adnexectomy was performed. For this reason the procedure was performed under general anesthesia. By laboratory means a thrombocytosis had been diagnosed. Postoperative bleeding was seen in the area of the trocar incision and was treated with suturing. During the night the pt complained of pain and hemoglobin dropped. Pt was brought to the or and underwent laparotomy which showed extensive blood clots with bleeding in the space of retzius. No source was observed. The surgeon sutured the area. The pt required resuscitation twice - successfully. The third resuscitative effort was unsuccessful and the pt expired. No autopsy was performed.